Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to power on. The digital pcb assembly was removed and evaluated. Initially the digital pcb assembly would not allow a power cycle to complete, but then the digital pcb assembly began to function correctly, and could not be caused to fail during subsequent testing. The cause of the reported issue was due to the digital pcb assembly however, further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. The device's readiness display showed ok, but when the lid of the device was opened, it would not start the voice prompts, and none of the leds would blink. There was no patient use associated with the reported event.

Manufacturer narrative:
Mfg date of the initial medwatch report indicates: 06/26/2015. The initial medwatch report should indicate: 06/25/2015.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.